Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during drain four of four of peritoneal dialysis therapy. The nurse reported that the patient felt overfull. The nurse drained about 4000 ml from the patient. It was determined that the patient¿s largest prescribed fill volume was 2000 ml. The nurse added that the device had a power failure in cycle four. The nurse would review the therapy log and review the patient's ultrafiltration values. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned, a sample analysis could not be completed. A service history record review was performed and revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.